Event description:
The customer reported an issue with the cartridge not fitting properly on the pump, which resulted in it not fully snapping into place. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the case and clean the pneumatic tap area, which helped resolve the issue. The customer was guided to fill a new cartridge and successfully complete the loading process, allowing them to resume insulin use.